Event description:
Pt undergoing aortic valve replacement, replacement of the ascending aorta, and coronary artery bypass grafting x 1. At the end of the procedure while the pt was still on bypass, there was low perfusion and high resistance in the system. A hand crank was used for perfusion until the centrifugal pump was brought into the room and restarted. This took approx 2 minutes. Reportedly most of this time there was low, but stable flow.